Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hole in the right sleeve of the surgical gown was confirmed and the cause appeared to be supplier related. No evidence of use was observed on the gown that was returned for investigation. A 9cm gap in the right sleeve seam was observed 18cm from the white cuff. The edges of the material were not aligned along the open seam. The seam material showed no evidence of bonding along the open area of the sleeve. The manufacturing facility was notified of this complaint. The supplier has been notified. A lot history review (lhr) of recv2233 showed no other similar product complaint(s) from this lot number. (B)(4).

Event description:
It was reported via medwatch "sterile surgical gown from the bard powerpicc solo2 kit found to have a hole in the right arm when taking out of sterile packaging to perform PICC line insertion. It appears that the glue to attach the seam did not attach correctly. This is the second one that staff has found within the last 3-5 months." This report addresses the second gown found within the last 3-5 months.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recv2233 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch "sterile surgical gown from the bard powerpicc solo2 kit found to have a hole in the right arm when taking out of sterile packaging to perform PICC line insertion. It appears that the glue to attach the seam did not attach correctly. This is the second one that staff has found within the last 3-5 months." This report addresses the second gown found within the last 3-5 months.